Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results obtained of "lo". The customer's expected fasting blood glucose test result range is 120 - 210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 02/06/2017. Customer stated he takes his blood test while fasting. The meter memory was reviewed for previous test result history (time not set): the 299mg/dl (B)(6) 2017 12:37:00 pm fasting:no, the lo (B)(6) 2017 10:48:00 am fasting:yes, the lo (B)(6) 2017 10:29:00 am fasting:yes, the lo (B)(6) 2017 10:03:00 am fasting:yes, the lo (B)(6) 2017 10:02:00 am fasting:yes. Memory concerns: customer is concerned with lo results in the meters memory.